Manufacturer narrative:
The investigation into the reported limb ischemia -reversible has been completed since the original report was filed. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia was not determined.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported an 83-year-old male (race unknown) in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient had poor limb perfusion after 72 hours on impella support. Overtime, the staff noticed the right leg swelling and poor distal flows. The poor distal perfusion resolved with a fasciotomy. It was also noted that patient did have history of distal peripheral vascular disease, but right femoral was clear of any calcium which is why the cp had no difficulty with insertion. With chemical support weaned and turned off, the doctor decided to wean and remove the impella, but the patient did not tolerate well after the removal and an impella 5.5 was implanted for continued support.